Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead, implanted: ((B)(6) 2014, dtba1d4 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that an infection occurred and transesophageal echocardiography revealed there was possible vegetation on the leads. The implantable cardioverter defibrillator (ICD) was explanted. The transvenous leads were explanted and the epicardial lead was cut and partially explanted. No further patient complications have been reported as a result of this event.